Event description:
According to the rptr, on inspection, the device had low voltage pins break off from the standard paddles connector into the device therapy connector. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control supplied parts info to customer for therapy connector assembly and standard paddles assembly repair.